Event description:
After inserting five anchors for a cuff repair, the pt developed infection type symptoms. Tests for infection were negative. Pt had a second surgery to clean up the wound area, but symptoms continued. The dr performed a third surgery and removed the anchors. The symptoms cleared after the third surgery.